Event description:
Information received indicates the valve was abandoned at implant with no adverse patient effect. The surgeon attempted to implant a size 16-mm contegra but alleged the valve was larger than 16-mm as labeled and suspects either incorrect product size or device labeling. The 16-mm contegra was replaced during the case with a size 14-mm contegra with no patient complication reported.

Manufacturer narrative:
Analysis: the gross analysis shows the returned valve diameter meets the size 16-mm specification as indicated on package labeling. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no patient adverse event; valve abandoned at implant. Device evaluated and alleged failure could not be duplicated - cause of event is unk.